Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported to have experienced sensor glucose versus blood glucose differences with threshold suspend. She said that she was sitting at her desk at work when it happened. Her sensor glucose was 69 and blood glucose was 245 mg/dl. She reported that when the sensor was removed, the cannula was bent. The customer was advised that sensor would be replaced. The sensor will be returned for analysis.